Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2016 that a customer had an issue with a replogle catheter. The customer reports that when doing a routine tube placement, she noticed a small hole in the blue pig tail lumen of the tube. The customer reported that this was not allowing the device to vent properly, so it was removed and a new replogle tube was inserted from a different lot number. No medical intervention was needed on the infant.

Manufacturer narrative:
The device history record (DHR) file was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. Four unused samples with lot number 532222364x were received for evaluation however the reported issue was not observed therefore could not be confirmed. After performing functional inspection per product specification the condition reported was not observed in the four catheters. After duplicating the condition, the potential root cause could be attributed to an incorrect assembly due to a short rod used in the process for assembling the pigtail in the lumen. As a containment action, production personnel were notified about the condition. Corrective actions taken are: standardizing the length of rod used for pigtail assembly. Standard work instructions will be updated to reflect the correct use of the rod during assembly. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.